Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation showed both tines were in good condition. However, drug collar was missing and was torn off at the lead tip. Moreover, it was unknown when the damage occurred or if it played any role in the dislodgment of the lead. The lead passed electrical testing.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Additional information was obtained indicating that lead dislodgement was verified through x-ray and loss of capture was also noted. This lv lead was explanted. No additional adverse patient effects were reported.